Event description:
On september 23rd, 2005, center director reported, patient had seizures while on treatment, sent to the hospital then later died. Nephrologists requested to have machine checked: he claimed patient had hemolysis while on dialysis and was concerned if machine had the right temperature.

Manufacturer narrative:
A gts fields rep. Verified conductivity, temperature, arterial/venous pressures with an independent meter. The uf rate was within manufacturer's specifications. The machine checks out was ok. He completed adr bleach daily cycle. No corrective action was taken, as reported in the work order. On october 18th 2005, the center director at that facility stated, the cause of death was cardiac arrest and she was not aware of any cardiac problems, but believes the equipment did not contribute to the death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.